Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed multiple motor errors during the rewind process, as well as no delivery alarms. The blood glucose reading was 350 mg/dl. The caller stated that the no delivery alarms were resolved by infusion set changes. He also noted that his basal settings had once been deleted by the device. Advised replacement of the insulin pump. Nothing further reported.